Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow-up call on 22-dec-2021 to ensure the customer's condition had improved and that ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms and the replacement products resolved initial concern. No medical intervention since the last call was reported.

Event description:
Consumer initially reported complaint for unknown error. During the call, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using true metrix meter; customer was concerned with the results obtained. The customer¿s expected am fasting blood glucose test result is 140mg/dl and expected blood glucose test result range 2 hours post meals is 200-250mg/dl. At the time of the call, the customer reported symptoms of increased thirst and increased urination; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/29/2023 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.